Event description:
It was reported during email contact between a bd clinical consultant and a customer that nurses have reported devices not infusing at proper rates. No specific event was reported. Example given by customer was for an infusion on the oncology unit that was programmed to run over 24 hours however lasted longer. No other details available, no known date. Patient impact unknown.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No product will be returned.

Manufacturer narrative:
Omit : a1407 - insufficient flow or under infusion (2182), additional information : imdrf annex a and g codes.

Event description:
It was reported during email contact between a bd clinical consultant and a customer that nurses have reported devices not infusing at proper rates. No specific event was reported. Example given by customer was for an infusion on the oncology unit that was programmed to run over 24 hours however lasted longer. No other details available, no known date. Patient impact unknown.